Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
An endeavor sprint drug -eluting stent was implanted in the mid lad. It is reported that the patient presented with chest pain and underwent CABG involving the lad, rca and 1st obtuse marginal, approximately 23 months post index procedure. Patient suffered a stroke approximately 34 months post index procedure. The stroke occurred during an angiogram prior to a revascularisation procedure on the same day. The action taken was to provide an eye patch over the right eye. The outcome was unresolved. Revascularization of the cx and rca was performed on the same day due to coronary artery disease progression. This was assessed as not related to the study device. One resolute integrity drug eluting stent was implanted in the cx and one resolute integrity drug eluting stent was implanted in the rca. The outcome was continuing with treatment.